Event description:
I used renu with moisture loc contact lens saline solution and I ended up going to the eye doctor. I had a red, oozing eye, (discharge), blurred vision, bright light hurt it, and it was painful. I had to take an anti-fungal and it scarred my eye. It was my right eye. I was diagnosed with infiltrative keratitis.